Event description:
The customer reported that his olympus evis exera iii video system center was not producing an image during procedure preparation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report his event. During the call, the customer noted that no image was on the monitor connected to the subject device. He did confirm that it wasn¿t an olympus monitor, but he was using a composite video connection. The customer went on to confirm that the monitor was receiving power. Tac recommended swapping out the video cable as a trouble-shooting option. However, the no image failure continued. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, possible causes of no image include failure of the circuit board or convertor. However, the specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.